Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
During an angioplasty procedure treating a lesion in the distal anterior tibial artery, the balloon portion of the advance micro ¿ 14 ultra low-profile pta balloon catheter ruptured longitudinally after inflation, at "no more than" 16 atmospheres (atm). The complaint device was removed with some difficulty, reportedly catching on calcified portion of the patient's vasculature. Another balloon catheter was inserted to aid with removal. The complaint device was completely removed, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a pinhole, which was noted to be located a distance of 12.5 cm from the distal end of the device (which is the proximal end of the balloon). The balloon did not burst. Kinks were noted as lengths of 5.8 cm, 11.9 cm, 33.3 cm, 58.7 cm, and 101.4 cm from the proximal end of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.